Event description:
It was reported that a slightly illuminated red heart indicator was noted on the patient's system controller. At the time the indicator light was noted, no alarms were sounding, and no alarms were found on the controller's scroll wheel. The patient's vital signs were stable with no complaints. The red heart indicator issue was first noted on (B)(6) 2024. It was noted again on (B)(6) 2024 while the patient was in a rehab facility. The patient was brought into the emergency department to have labs and an echocardiogram performed. When assessed on a heartmate touch there were still no abnormal alarms. A controller exchange was planned. A review of the log files revealed no unusual events recorded in the log file event history.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d1: brand name has been corrected. Section d4: UDI has been corrected. Section d4: catalog number has been corrected. Manufacturer's investigation conclusion: the reported event of the red heart symbol being illuminated was confirmed via customer submitted images. A review of the log files contained data spanning approximately 12 days ((B)(6) 2024 per timestamp). All of the captured data appeared to show the system controller operating as intended. No notable alarms were active in the log files. The heartmate 3 system controller (s/n: (B)(6)) was not returned for analysis. An image submitted of the system controller confirmed that the red heart symbol was slightly illuminated. Per the provided information, no alarms sounded, and no abnormal alarms were recorded by the system controller. The controller was planned on being exchanged. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The heartmate 3 patient handbook ( section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible), including those associated with red heart alarm conditions, and the actions to take if the alarm cannot be resolved. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) and heartmate 3 instructions for use (IFU) (section 2 ¿system operations¿) describe the system controller user interface, including all lights, symbols, and on-screen messages, and explain how to perform a system controller self-test. The heartmate 3 instructions for use (section 4 ¿system monitor¿) describes how to use the system monitor to properly download log files from the heartmate 3 system controller to a data card. This section also instructs users to contact abbott if they have any questions regarding log files or understanding log file information. The heartmate touch communication system quick start guide (¿export data¿ section) describes how to properly download log files with the heartmate touch so that they can be sent to abbott for diagnostic purposes. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.